Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported "during fascia suturing by interrupted suturing, the needle was broken at the swage part." Did the suture broke away from needle (pull off) or the needle broke at the tip or at the body? Please clarify. Needle broke at the swage part. No further information will be provided.

Event description:
It was reported that a patient underwent a c-section surgery on an unknown date and suture was used. During the surgery, the needle was broken at the swage part. At that time, the needle was held at the swage part. No pieces fell into the patient¿s body. There were no adverse patient consequences reported. No additional information was provided.